Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with lesion site which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous anterior tibial artery. The armada 14 percutaneous transluminal angioplasty (pta) catheter ruptured during use. Reportedly, the catheter was inflated once to nominal pressure and once to the rated burst pressure (rbp). There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.